Manufacturer narrative:
The valve was patent and passed siphon and leak testing, however it did not meet the requirements for reflux testing. The device met all specifications for pressure-flow and preimplantation testing. A dissection of the valve found no anomalies. A review of the mfg records was not possible as no lot number was provided. No injury to the pt was reported. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the strata valve did not show proper pressure on the manometer and the physician believed the shunt was malfunction.